Manufacturer narrative:
D.2. Additional medical device types: nqx, njr, ozn. G.5. There were multiple PMA/510k numbers: k111860, k120138, k130470. Investigation summary: a complaint of door fall was received against max material number: 441927, serial number: (B)(6). A bd field service engineer (fse) was dispatched. Spring nitrogen gas was replaced to resolve the issue. Instrument was functioning without errors and released to the customer for regular operation. This complaint is a confirmed failure of the bd product based on the service investigation. The root cause was unable to be determined as no materials were received for investigation. Device history record review for the instrument ct1889, is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review revealed no previous complaints for this issue. Samples were not received by quality for investigation and thus, returned material investigation could not occur. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported that during use of the bd max¿ system, bd max¿ instrument, the door would not stay open. There was no report of user injury.